Manufacturer narrative:
Approximate age of device - 4 years and 5 months. The lvad was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of low speed events, pump stoppages and elevated pump power was confirmed based on the evaluation of the returned pump. The pump was returned with the percutaneous lead (lead) cut approximately 6 inches from the pump housing. Examination of the lead found breakdown of the braided shield 3 to 4 inches from the pump housing and electrical continuity testing revealed there was an electrical short. Visual inspection of the wires found multiple breaches in the red, orange, and yellow wires between 3 inches and 4 inches from the pump housing. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches in the black, brown, or green wires that would have contributed to an electrical short. The distal end of the percutaneous lead that was replaced by the manufacturer¿s technical services was also returned for evaluation. Examination and testing of the replaced section of the lead did not reveal a device related issue. The exposed inner conductors of the red, orange, and yellow wires would have allowed electrical shorts while the system was operating on the power module or batteries, resulting in the reported low speed events, pump stoppages, and power elevations. The observed wire damage appeared consistent with abrasion against the braided shield due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppages and low voltage alarms and had chest pain at home. Ems changed the system controller and the lvad alarmed again at the local emergency department. The system controller was changed back to the patient¿s original system controller and alarms occurred while the patient was connected to batteries and the power module. The battery clips and batteries were noted to look fine. It was reported that the system controllers were very hot and the percutaneous lead also felt warm. Pump power was in the 14 watt range, estimated pump flow was increased, and the pulsatility index (pi) was 8-9. An echocardiogram last month showed the aortic valve closed and now it opened with every beat. It was reported that the lvad was not functioning appropriately and there were no further alarms when connected to an ungrounded power module patient cable. The log files confirmed many low speed advisories and hazards as well as pump stoppages while connected to battery power. The manufacturer¿s technical services team arrived onsite and the surgeon requested that the external percutaneous lead proximal to the distal end bend relief be replaced due to a suspicious area in x-rays. During the repair, pump stoppages occurred. It was also noted that although the system controller was programmed at a confirmed set speed of 9600 rpm, it could not maintain the set speed and was running at 9200 rpm and did not resolve with patient repositioning. A second repair attempt was made and it was observed that the wires in the percutaneous lead were getting very warm. When attempting to connect the percutaneous lead to the system controller, the lvad did not resume function. The replacement percutaneous lead was reconnected and the lvad resumed function and continued to operate at 9200 rpm. The patient started to feel warmth and discomfort at the exit site and it was observed that pump power had elevated to approximately 20 watts with pi at approximately 11. Due to the patient¿s discomfort at the exit site, the patient was intubated in the ICU room. A pump exchange was subsequently performed on (B)(6) 2014 due to suspected wire damage on the internal portion of the percutaneous lead. The patient is reportedly doing well post the pump exchange.